Event description:
During selective bilateral coronary angiography, merge reported "nc" inaccurate heart rate, patient placed on backup anesthesia hemodynamics monitor for accurate heart rate. Manufacturer response for merge software, merge hemo (per site reporter). Ongoing vendor troubleshooting.